Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2022.

Event description:
It was reported that during a stent placement procedure, the end of the stent would not release. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the system would not release the end of the stent which caused a stretching of the stent at the proximal end. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned. The condition of the returned catheter sample confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent was found with heavy imprints and damage, caused by struts of the loaded stent which indicated that the stent adhered to the brake during deployment leading to expansion issue. The silicone brake was found in correct position with correct length such that stent elongation may be a consequence upon removal attempt. However, images have not been provided so that stent elongation cannot be confirmed. The deployment system was found fully activated and functioning which led to the conclusion that it was not a deployment issue although poor information was provided. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2022),g3 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.